Event description:
I received the norian crs for my superior canal dehiscence by doctor (B)(6) in (B)(6) hospital in 2009. (B)(6) 2011 I returned to the USA from (B)(6) to get my right ear operated on. I had severe adverse reactions of deafness, pain, swelling, inflammatory reaction tinnitus. I was disabled and could hardly walk. I am (B)(6). You can call me at (B)(6). I had a revision surgery in (B)(6) 2012. My (B)(6) surgeons had a conference call with doctor (B)(6) to try to find out what happened. They saw cracks in the bone cement and knew something was wrong with it. However, they could not remove the cement because of the proximity to the cochlea.